Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the restricted posterior leaflet. An additional clip was implanted to stabilize the slda clip. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: product problem. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the single leaflet device attachment in this incident appears to be related to the patient morphology/pathology (restricted posterior leaflet.) Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.